Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Functional testing of the returned product found the device powered on and functioned as required. Visual evaluation of the returned product and provided pictures found one of the batteries was leaking electrolyte within the battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during surgery, the unit did not work. After receipt of product, it was confirmed that the battery leakage occurred on the 1 of 8 batteries. There was no patient harm or injury. There was no medical intervention. There was a 0¿15-minute surgical delay, as they prepared an alternative device. Due diligence is complete, no further information is available.